Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly was inside the delivery tube and the seal and the anchor tab was outside the tube. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint "seal did not deploy properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).